Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with tissue inside the helix, used alcohol to loosen tissue, helix extends and retracts within specification, but is bent. Accurate measurement of helix not possible due to bent helix. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was positioned and the helix extended. The physician then chose to move the lead due to poor positioning, and attempted to retract the helix, and it would not retract. The physician was finally able to remove it by turning the entire lead body. The lead exhibited high impedance and was suspected of fracture. A new lead was successfully implanted. No patient complications have been reported as a result of this event.